Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the failure mode was persistently reproduced on an engineering workbench. The pmd circuitry was supplied the proper voltage (supply led was illuminated) but the communication issues persisted. Momentarily replacing the impellatronic board with a known-good resolved the issue. The root cause of the properly booting up issue was due to a defective impellatronic board. The impellatronic pca was replaced and a functional check on the console and optical system was performed. This report is being filed as part of a retrospective review of historical records.

Event description:
The us complainant had an automated impella controller (aic) fail at case startup. The instructions for use (IFU) were followed, and the aic was replaced. No patient harm was reported.